Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was inflated at the location of the prostate for 23 days. The patient has a history of prostate cancer and radiation treatment and was referred to another surgeon for suprapubic catheter placement after six unsuccessful surgeries for urethral blockages. The consulting surgeon reported to the patient that the catheter placed by the previous surgeon had been inadvertently inflated in the prostate and the prostate was disintegrated. There was no reported treatment for the prostate tissue damage.